Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was failing to unlock the door, and the door was jammed with no visible obstruction. The customer reported there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) had confirmed that a bin inside the refrigerator was obstructing the drawer from closing properly. The issue was resolved by the customer, and the fse confirmed that no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was failing to unlock the door, and the door was jammed with no visible obstruction. The customer reported there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.